Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the device was received deployed, and missing the plunger/needles assembly, the anterior and the posterior cuffs and link. The suture was still loaded within the device with the posterior needle attached, ejected from the posterior needle shank and on approximately 1 inch of deployed suture. The suture was retrieved from the device without any detected resistance. Approximately 20.5 inches of suture was retrieved and was undamaged. There was no detected handle assembly, foot, guide damage or posterior needle tip damage. A proxy plunger was inserted to test for needle trajectory. The test was successful with both needles entering their respective foot pocket. Based on the investigation findings, the reported needle to cuff miss is confirmed. There were no other observations. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall; however, there was no detected observation to indicate a user error. Additionally, a second device was used successfully, indicating the physician is proficient in the proglide device deployment. No manufacturing or quality issue was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after a percutaneous transluminal coronary angioplasty. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.